Event description:
The operating nurse tried the valve before implant and apparently it was working well. When the doctor attached it to the ventricular catheter, there was no fluid coming out of the valve, even after pumping the valve.